Event description:
It was reported that during an exploratory laparoscopy and laparoscopic appendectomy procedure, at the beginning of this case after one instrument insertion, the trocar leaked. After pushing the valve in slightly with the instrument the leaking stopped. It happened about three-five times more throughout the case. They did not replace the trocar as the high flow insufflator compensated for the gas leak. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: device was not returned for analysis.